Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be exhibiting fault code 1005 prior to hip surgery for the right ventricular (rv) lead. Technical services (ts) recommended system replacement. This ICD and rv lead remain in service. The patient is lost to follow up, so no additional information is available. No adverse patient effects were reported.